Event description:
Device malfunction: unk. Symptoms/ae: failure to achieve hemostasis. Time of symptoms/ae: during vessel closure. It was reported that a physician in-training in the use of the starclose device attempted arteriotomy closure of a heavily calcified right common femoral artery after an interventional procedure. Reportedly, after clip deployment, serious oozing was noted. The device was removed and hemostasis was achieved by using manual compression. There were no reported adverse pt effects. No add'l info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A f/u will be submitted with any relevant info.